Event description:
During plastic coating of turumo radifocus guide wire m peeled proximal and distal to arterial introducer needle while in patient. Moveable core of the mallenekrodt guidewire protruded through wire while in patient. Both occurred while in patient's left femoral artery through a 7 french introducing sheath (meditech). Arteriogram of l femoral iliac artery did not demonstrate extravasation. All parts of wire appeared to have been removed from patient. Patient recovered from procedure in satisfactory condition and has suffered no apparent serious injurydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown, guidewire. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.